Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the iol was exchanged approximately one month later. The reason for the iol exchange was reported as visual acuity, worse halos and decentration. Additional information has been requested.